Manufacturer narrative:
Product analysis: the everest device was returned with the stopcock engaged to the luer of the extension line. The everest syringe body, tube and lure rotator/connector all appear undamaged and without defect. Closer visual inspection to the gauge detected no damage to the gauge housing or the syringe body. During functionality testing the device aspirated water with the needle remaining at 0 atm failing to return to vacuum. The device was pressurized while turning the knob one full turn, the needle remained at 0 atm, with just a slight movement detected on the needle. The gauge was removed from the syringe body, closer inspection of the bore detected no obstruction that could have contributed for the needle not to move while under pressure. Another in-house functional everest gauge was connected side by side with returned everest gauge and the returned gauge needle remained at 0 atm while the in-house everest needle moved freely. During vacuum the needle failed to move to red. If information is provided in the future, a supplemental report will be issued.

Event description:
An everest inflation device was connected to a mating device and used in a procedure. No damage was noted to the everest device packaging. The everest was removed from packaging per IFU, inspected and prepped with no issues noted. It is reported that during the pci procedure, two semi-compliant balloons used for pre-dilation ruptured successively when they were inflated in the severely calcified lesion. The first non-mdt balloon ruptured on the first inflation at 6 atms. The second non-mdt balloon ruptured during the second inflation at 6 atms. There was no resistance felt during the use of the inflation device. No patient injury reported analysis of the returned device identified that the needle in the gauge did not move, unable to obtain reading.

Manufacturer narrative:
The everest device was connected directly to the balloons. No issue was detected with the needle movement during use of the everest. The everest was not dropped during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional product analysis: functional testing: the gauge was tested for accuracy and there was no pointer movement unit the pressure reached 30 atm. The pointer began to travel slowly off of zero and continued until 12 atm. Upon release of pressure the pointer only returned to 6 atm. The gauge was disassembled and the internal components were inspected. Colophonium residue was observed on the movement pinion shaft and on the upper plate of the movement. Microscopic inspection revealed the presence of colophonium between the pinion shaft and the upper movement plate. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.